Manufacturer narrative:
Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. The instrument has not been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the tall spinous process clamp was damaged. The clamp part was broken off. There was no patient involved.

Manufacturer narrative:
The clamp was returned to medtronic for analysis. The returned clamp was intact and fully functional per design. There were no problems found. If information is provided in the future, a supplemental report will be issued.